Event description:
It was reported to philips that the system and the xper monitor did not start up after a reboot. System stopped booting up when counter reached 00:00. Device was not in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the flexvision pc. Fse proceeded to replaced the flexvision pc, reloaded the full operation and application software and configured the input source video signals. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. Philips analyzed the log file which showed that a frame grabber card initialization error caused the system to not complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card is located in the flexvision pc and it failed. The philips engineer replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.